Manufacturer narrative:
(B)(4). Evaluation summary: the device was not available for evaluation; however, the customer provided a picture of the device. A photographic inspection identified that the tubing was sealed. The cause was determined to be an assembly issue. Operator awareness training has been performed. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set had sealed tubing. This occurred during set-up so there was no patient involvement. No additional information is available.